Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, reported problem could not be replicated. It was known that the device met specifications and that the device was not influenced by the reported failure. The device was not in use on a patient. The reported event is unconfirmed, the DHR review is not required. The reported event is unconfirmed, the labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon receipt the arctic sun device was taking an excessive amount of time to heat to 30 degrees celsius.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon receipt the arctic sun device was taking an excessive amount of time to heat to 30 degrees celsius.